Event description:
It was reported that during an unk procedure, an error occurred and the device became non-functional. After that, the device was reset and a system check was performed. After the device reset and system check, the instrument error still occurred. The check was performed several times. Finally, an abnormal sound was heard from the tip of the device, and the blade broke off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.